Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted there were many instances of inappropriate mode switching due to far field r-wave oversensing on the atrial channel. The cardiac resynchronization therapy defibrillator was reprogrammed. The patient was stable.